Event description:
Consumer called to report being extremely unhappy with the readings from their plink meter. Believes the meter is not reading accurately. Analysis run on clark error grid using mean avg. Reading (54) as ref. Point vs bd reading of 24, 21, 61, 111 yielded data points in the d zone of the grid, outside of acceptable limits.